Event description:
It was reported that the customer received a bad sensor alarm. Customer have waited more than 2 hours for sensor to wet. Customer was instructed to remove the sensor. The sensor cannula was bent and customer believed that the sensor broke inside of her body. Customer was advised to go to the doctor to get the site checked. Blood glucose value was 22.00 mmol/l; customer had suspended the insulin pump the day before and went high. Customer had reconnected and treated with the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.